Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-06691. It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing (nsrvo) due to far field p waves oversensing was observed. The oversensing episodes consistently preceded the intrinsic ventricular events. Decrease in r-wave amplitudes were noted over past months. Lead dislodgement was suspected. It was suggested to bring the patient into clinic to assess capture/sense and perform chest x-ray. No patient symptom was reported.

Event description:
New information received notes that rv lead dislodgement was observed. The lead was explanted and replaced. The patient was stable.